Manufacturer narrative:
The device was returned to spatz fgia inc. For analysis on (B)(6) 2022 and an evaluation was completed. . A review of the device labeling notes the following: spontaneous hyperinflation is the enlargement of the balloon with extra air that can occur spontaneously. This can lead to symptoms such as pain, nausea, vomiting, dehydration, ulceration, perforation, and could require a down adjustment or removal of the balloon.

Event description:
The patient came to the clinic with nausea and vomiting with abdominal pain, a CT scan showed that the balloon is hyperinflated.